Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose was not impacted. The customer resumed insulin delivery and did not receive another alarm. As the customer was not receiving an alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the alarm was unable to be performed.